Event description:
It was reported that during device implant, oversensing of the atrial pace was continually seen on the ventricular channel despite many reprogramming and troubleshooting attempts. The device was successfully replaced with another. The patient was fine following the procedure.

Manufacturer narrative:
The reported field event of crosstalk was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the crosstalk could not be determined.